Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/15/2018 that on (B)(6) 2018, the transmitter had overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter having overheating could not be determined. A probable cause could not be determined.